Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, controller board, cpu, and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system had an intermittent generator error message during a case. No pt injury was reported.